Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 450 mg/dl at the time of incident and current blood glucose level was 250 mg/dl. The customer did not provide details on symptoms related to the high blood glucose level episodes. Customer was treated with insulin shot. Customer stated that they received no delivery alarm. Customer also stated that the insulin was exited. Customer troubleshooting was performed. The insulin pump will not be returned for analysis.